Event description:
Complainant alleged that during training by a zoll medical sales representative the device inappropriately shut down intermittently. Complainant indicated that there was no patient involvement in the reported malfunction.